Event description:
On (B)(4) 2013, the pt called merz aesthetics to report an over injection. Info received from the pt: on (B)(6) 2013 the pt was injected with 1.5 cc of radiesse to the nlfs and marionette lines by dr (B)(6). Prior to the injection, the pt educated herself about fillers. The pt asked the doctor about how deep he was injecting. She felt it should be deeper. The doctor told her that he did not want to go too deep. She was numb so she couldn't feel it. The pt feels that her face looks bad as a result of the injection. The pt stated that the product has migrated to above lip area, right side. She feels that she needs further treatment in the cheek hollows (indented in). She stated that there are bumps on her skin and described it as rosacea. On (B)(6) 2013 the pt sent an email to state that she was taken by ambulance to (B)(6) over the weekend. The pt stated that she had to be put on prednisone 20 mg due to an allergic reaction to the botox/radiesse. She had been taking benadryl 25 mg, every 6 hrs like dr (B)(6) said to do. She iced her face for the first 24 hrs like radiesse said to do in the instructions pamphlet I took from the doctor's office. She gently massaged like that pamphlet said to do. She stated that she can hardly smile. Merz aesthetics spoke to dr (B)(6) on (B)(6) 2013. He provided the lot number and that a total of 1.5 cc was injected. He stated that after he injected the radiesse it was a little lumpy. He smoothed it out and it looks good. He believes that the pt had an allergic reaction to prednisone and that is why she was hospitalized. Dr (B)(6) saw the pt on (B)(6) 2013. Dr (B)(6) feels that the radiesse was placed superficially. If you look close you can see white. It looks like a welt with radiesse in it. There was over correction. It is more medial to the nlf than on the nlf. On (B)(6) 2013, dr (B)(6) spoke to a merz aesthetics physician assistant (pa). Dr (B)(6) can visibly see a white plaque at the upper cutaneous lip border as well as a grossly overfilled nlf. The pt stated she had 1.4 cc to her right nlf and 0.4 cc to the left. Dr (B)(6) said she can palpate a much larger volume of product on the right and it was clearly overfilled and placed too much superficial as well as much too medial as the upper lip is full. She is hesitant to do anything for this pt. The merz aesthetics pa shared potential treatment options with her including the dispersion method and non-ablative laser which she has no intention of doing. The merz aesthetics pa imparted that the pt may still have some degree of swelling and might err on the side of more time to see if the product will settle a bit more prior to intervening with saline injections. She will let the pt know she had to return to the injector for further support and possible treatment of this issue.

Manufacturer narrative:
(B)(4). The device history records for the reported radiesse lot were reviewed; all required testing specifications were met prior to release, there were no abnormalities noted.